Event description:
It was reported that pump displayed malfunction alarm malf 0 with fault ID 0-0x277d, and no notable events occurred prior to malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, was given pump reset instructions, successfully reset pump without recurrence of malfunction code, was advised to continue using pump and to call back if malfunction code recurred, and acknowledged understanding of these instructions.